Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 517 mg/dl. The customer had symptoms such as abdominal pain and feeling "weird" and treated with manual injection. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported that insulin pump was not beeping nor vibrating as insulin pump was set to vibrate and beep. Insulin pump did beep during self-test the insulin pump would be replaced per customer's request.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).